Event description:
It was reported that the patient presented in the ER following a patient alert for high, out of range pacing impedance. The patient has an abdominally implanted device and was lying on his stomach at the time of the alert. In-clinic pacing impedance measurements were within normal range when tested with positional testing. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.